Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). We have not received any sample from customer for analysis. As there are units available in stock, we have requested 1 box (36 closed samples) from stock to analyze this case. We have checked all samples received from stock and all of them contains the suture inside (needle attached to the thread). We would need defective sample(s) showing the defect to asses properly the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported an issue with monosyn suture. The client reported that in this batch, only the needles are in the packaging. The corresponding sutures are missing. More information has been requested.